Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh and ams perigee were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation due to stress urinary incontinence and prolapse on (B)(6) 2006. It was reported that following insertion the patient experienced pain, urinary/bowel problems, recurrence, dyspareunia and vaginal scarring. It was reported the patient underwent removal of perigee by cystoscopy on (B)(6) 2006, to bladder neck obstruction, vaginal stricture and incomplete emptying.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted along with concurrent laparoscopic sacral colpopexy and posterior repair. No additional information was provided.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).